Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: initial test performed on inratio sn: (B)(4) = 5.0 inr. Repeat test performed on inratio sn: (B)(4) = 2.6 inr. Sample was taken from the same finger stick used for the initial test as pt's finger was still bleeding. Time between testing: at least a minute. No other pt info was provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date (B)(6) 2011, 1st inr 5.0, 2nd inr 2.6, mean 3.80, sd 1.70, %cv 44.66. Since %cv is more than 20%, the test failed the criteria for precision. Add'l investigation is required. Recent test conducted on lot #257067 on (B)(6) 2011 met accuracy and precision criteria. Test results are as follows: donor 117 = 2.1, 2.5, 1.9 inr; donor 118 = 2.4, 2.5, 2.3 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 117 (2.05 inr) and donor 118 (2.18 inr), respectively. In-house test results have 14.10% and 4.17%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned. Retain strip testing results met precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(6) 2011, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.